Event description:
A report was received that the patient was hospitalized due to a large amount of blood found at the lead site which was believed to be procedure related. The physician drained the blood. The patient's seeping has gone down.

Event description:
A report was received that the patient was hospitalized due to a large amount of blood found at the lead site which was believed to be procedure related. The physician drained the blood. The patient's seeping has gone down.

Manufacturer narrative:
Additional information was received that the bleeding at the lead site has been resolved. The patient will undergo an explant procedure for unknown reason.

Event description:
A report was received that the patient was hospitalized due to a large amount of blood found at the lead site which was believed to be procedure related. The physician drained the blood. The patient's seeping has gone down.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy. The explanted devices were not returned to bsn as they were discarded by the medical facility.